Event description:
It was reported to nova biomedical that a consumer used an unk lot of test strips on three of his nova blood glucose meters. Getting three high results, the consumer administered insulin and subsequently experienced a hypoglycemic event not requiring medical intervention. The lot number of the test strips was not identified. The three meters were troubleshot and tested over the phone with new test strips and control solution and tested within specs. The consumer admitted improper handling and storage of the strip lot involved in the event. No product will be returned for eval.